Event description:
It was reported that the patient underwent a surgical procedure where rhbmp-2/acs was implanted in the l5 s1 area, post-op, the patient did not have any relief from his symptoms.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with: 1) degenerative disk disease at l5-s1. 2) lumbar degeneration l5-s1. Patient underwent the following procedure: 1) anterior laparoscopic interbody fusion at l5-s1. 2) laparoscopic lumbar antibody l5-s1 with interbody cage and rhbmp-2 with percutaneous posterior instrumentation with navigation. As per the op-notes: ¿a 14x20 mm interbody cage was selected. Rhbmp-2 was reconstituted with sterile water and soaked into a synthetic collagen sponge, which was placed in the implant. The implant was threaded into place. An excellent fit was achieved.¿ no patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.